Event description:
Ventilator became inoperative while in patient use. The mallinckrodt customer support engineer (cse) inspected the device and replaced the appropriate parts. No patient harm or change in therapy. The unit passed extended self testing.